Manufacturer narrative:
The log files and photos of the failed component were available for the investigation. It could be concluded that capacitor malfunction on the pcb of the mixer led to a temporary short circuit. This malfunction was detected by the device and restart were initiated in order to try and solve the problem. During a restart the device opens the airway system to allow spontaneous breathing and posts an alarm. After successfully passing the boot sequence (app. 8 seconds) the ventilation will be continued with the old parameters and a minute volume low alarm will be generated. The thermal overload of the failed component does not pose a risk of fire. The energy transferred through the pcb is limited and the pcb is encapsulated within a metal housing. Since introduction of this assembly only few cases of thermal events were reported. In none of the cases damage outside the housing has occured. The device reacted as specified to a failed component. Replacing this component solved the issue.

Event description:
It was reported that the unit showed a mixer failure message and there was a burnt smell coming from the mixer.